Event description:
There was no reported device malfunction; the reported event of the white power lead being connected to the power module while the black power lead was on battery power is proper procedure for changing power sources.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number: (B)(6)) is being evaluated due to the controller being connected to different power sources simultaneously. The system controller was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 8 hours (22nov2023 from 00:34:36 ¿ 08:54:46 per timestamp). The controller was connected to different power sources on 22nov2023 from 15:02:42 ¿ 17:16:00. The white power cable was connected to the power module while the black power cable was connected to battery power. There were no faults or alarms that activated due to the different power sources. There were no notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. The instructions for use allows the user to connect to battery power and the power module at the same time as no adverse event will occur. No issues were reported during the event. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 3 entitled ¿powering the system¿ and heartmate iii patient handbook section 3 entitled ¿powering the system¿ states ¿do not connect a system controller to both the mobile power unit and the power module at the same time, or damage to the system controller and injury to the patient may occur.¿ the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Log files were submitted for review. The log file indicated that the white power lead was connected to a power module while the black lead was on battery power.